Manufacturer narrative:
Omit: a1402 - excess flow or over-infusion (1311), b17 - device not returned, c20 - no findings available. Correction: report source other, FDA notified?. Additional information: age at time of event, age unit, date of birth, weight, weight unit, patient race, describe event or problem, device available for eval?,returned to manufacturer on, report source, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a,b,c and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that a 50ml bottle of propofol infused in 1 hour via channel c, running at 30 mcg/kg/min,19.5ml, for 108.2kg. Upon hanging a new bottle via channel d, the propofol was observed to be dripping fast. Channel d changed out with channel c, but then 50ml bottle infused in 1 hour. Channel a had dextrose 10% infusion at a rate of 25ml/hr and channel b had fentanyl at 20 mcg/hr. It was noted that channels a and b seemed to be infusing at appropriate rates. The entire pump set-up was changed out. There was patient involvement and no significant effects. A copy of medwatch was received, which states50 ml bottle of propofol infusion appeared to be infusing to quickly, infused m 1 hour when dose was 30 mcg/kg/mm or 19.5 ml/hr for 108.2 kg patient.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Although requested, product has not been received.

Event description:
It was reported that a 50ml bottle of propofol infused in 1 hour via channel c, running at 30 mcg/kg/min,19.5ml, for 108.2kg. Upon hanging a new bottle via channel d, the propofol was observed to be dripping fast. Channel d changed out with channel c, but then 50ml bottle infused in 1 hour. Channel a had dextrose 10% infusion at a rate of 25ml/hr and channel b had fentanyl at 20 mcg/hr. It was noted that channels a and b seemed to be infusing at appropriate rates. The entire pump set-up was changed out. There was patient involvement and no significant effects.